Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the piston on the insulin pump was not working. Customer stated he would have to hold the act button down longer and longer for piston to push up on reservoir. The device would alarm motor error when customer was bolusing. Customer's blood glucose was 302 mg/dl. Customer declined troubleshooting. Customer reported the drive support cap was flush. Device was not exposed to an MRI. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.